Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results. Results as follows: inratio: 2.5, inratio (same meter): 3.1. Inratio: 3.2, inratio (same meter): 2.8. Inratio: 2.4, inratio (same meter): 2.9.